Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power on. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was manually turned on and failed the self test on (B)(6) 2011. On inspection the device was switched on, issued a warning service required message, and turned itself off, confirming the fault. The problem with the device was attributed to a fault on the printed circuit board. This component is part of the charge circuitry so the device would detect the problem with the resistor during a self test and alert the user to the fault, then switch itself off. The pad pak, which contains the electrodes and batteries, is labelled for single-use but the samaritan pad 300 and 300p devices are for multi-use.